Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported discomfort and appearance cannot be established as the product is not available for analysis. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a labeling review was performed and according to the ipp instruction for use document, discomfort is documented as an adverse event. Also there is no evidence that the device was used or handled improperly. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to cosmetic reasons and discomfort of the reservoir. A new inflatable penile prosthesis consisting of cylinders, pump, and reservoir was implanted. The reservoir was relocated in the abdominal area. No further complications were reported.